Event description:
The initial report stated that the instrument did not open and they felt it may have been a mechanical problem. There was no pt injury. Upon receipt of the device, it was found that a bare wire was exposed at the jaw.

Manufacturer narrative:
(B) (4). (B) (4). The incident device is under eval. When the device eval is complete a follow-up report will be submitted. Additional questions in regard to the incident have also been asked.